Event description:
It was reported that the patient presented at the hospital with mitral valve vegetation due to infection. The patient's single chamber pacemaker system; pacemaker and right ventricular lead was explanted. The patient was in a stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.